Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-02301, 1627487-2020-02307. The patient reported they fell while running and lost coverage. When the patient fell, the ipg and leads migrated. The leads were kinked and impedances were also noted. Due to these issues, the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.